Event description:
It was reported that the ilet user contacted support to review reports after experiencing elevated blood glucose and expressing concern that the ilet only alerted at a high threshold after a set duration. Data review indicated the user was making meal announcements as corrections, which was identified as an improper method of use involving the user interface of the ilet. Symptoms included hyperglycemia reaching 291 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcements being used for correction via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.